Manufacturer narrative:
Concomitant medical products: b.braun ext set (ref# (B)(4) - 0.2 micron filter; ultrasite® valve injection; spin-lock® connector); 3m curos disinfecting cap, therapy date: (B)(6) 2017. Gtin number for item: 2441-0007, lot: 17046687 is (B)(4). The customer declined to send the affected product for investigation. Several photographs were received from the customer however the location of the leak could not be determined from the photos. The root cause of this failure was not identified.

Event description:
The customer reported three events in which the set leaked at the bottom of the burette at the white ring above the drip chamber during a patient¿s tpn infusion. This is the file for the first event. There was no harm reported as a result of the event, and a new medication bag and set were obtained to continue the infusion.